Event description:
Treatment of a left unruptured cav (cavernous) aneurysm measuring 21.75mm x 5.88mm. During pipeline deployment, it was reported that a scepter xc balloon was used to achieve full wall apposition (an option presented in the instructions for use) on the proximal segment of the pipeline.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).